Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.